Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not working. Customer changed the battery and has had a blank screen for about a week. Customer stated that the pump comes on and then it just shuts off. Customer stated that the pump is not just off. Customer has tried several batteries but the display is still blank. Customer stated that the pump was not exposed to moisture and was not dropped or bumped. Customer stated that the battery cap contacts are damaged. Customer was advised that a replacement battery cap will be shipped. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.